Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient medical records were provided for review. Device history review: not performed as the lot ID was not reported. Complaint history review: not performed as the lot ID was not reported. Conclusions: limited information was provided for this event therefore the exact cause of the event could not be determined. Further information such as product ID and return, pre- and post-operative x-rays and complete operative reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly exchange of the right knee due to instability. Removed poly size 4 11mm ps and inserted poly size 4 16mm ps.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Poly exchange of the right knee due to instability. Removed poly size 4 11mm ps and inserted poly size 4 16mm ps.